Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams elevate anterior and apical system with intepro lite to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "extreme pain, dyspareunia, urinary leakage," "mesh erosion, hardening," "recurrent incontinence," "significant mental and physical pain and suffering," "additional surgery and medical treatment" "sustained permanent injury" and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.